Event description:
Kimberly-clark received a report from the (B)(6), stating, "the inner suction tube became disconnected from the green hub during use." There was no patient injury. The patient was an adult ICU patient. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was returned and evaluated. The inner diameter of the cone and outer diameter of the catheter, which are the two interfacing surfaces, were measured and met requirements. Review of complaints for this failure mode determined that the complaint rate remains less than 3 complaints per million (cpm) units sold. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.